Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the left monitor and tightened loose front wheel. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left monitor on the 9600- system displays a poor image. It was also noted that the c-arm is difficult to move. There was no report of pt injury.